Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise seen on rv channel leading to 13 vf episode detections. In the 13 episodes, all shocks were aborted. Impedance decreased from a mean of 517 ohms to 247 ohms within a couple days. Patient was seen in clinic on (B)(6) 2021. Noise was present on the rv channel during interrogation with the patient sitting still, no provocative movements were necessary to replicate noise. No inappropriate therapy was reported. Lead remains implanted. Should additional information become available, this file will be updated.